Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure for a varicocele using ruby coils. During the procedure, the physician successfully delivered another manufacturer's coil into the aneurysm. The physician then advanced a ruby coil in the aneurysm using a diagnostic catheter; however, per the physician, the ruby coil wasn't coiling properly. In an attempt to re-position the ruby coil, the physician applied force on the ruby coil and the pusher wire became kinked. While straightening the kinked pusher wire, it broke and the ruby coil unintentionally detached with a portion in the patient and the other portion within the diagnostic catheter. The physician removed the detached ruby coil by withdrawing the diagnostic catheter from the patient. The procedure was completed using another manufacturer's coils with the same diagnostic catheter. There was no report of an adverse effect to the patient.